Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover had a burn. A root cause could not be identified. Based on the results of the investigation, it was likely the following led to the malfunction: the endoscopic image was grinding as if there is a sandstorm occurred due to a problem with the video connector board or contact points. The plastic distal end cover had a burn occurred because a high-energy treatment device was used without ensuring a sufficient distance from the tip. The most probable cause of both complaints was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope experienced a noisy image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to update h4 - device mfg date, see h4 for more details.

Event description:
No new information from the customer.